Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image, communication error e216, stain on the camera connector and rust on coupler and electrical connector. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h6 and h11. Corrected field: b5; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. The onsite inspection finding of error e216 scope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (b30 error with no image due to faulty cable unit.); pins of the video connector found corroded; coupler spring mechanism is corroded; multiple white dots; head packing is dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Onsite inspection found error e216 scope communication error on the monitor while the camera was inserted.